Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was moisture present behind the display lens. The battery compartment was free of moisture. The leak test verified leak at the cracked battery compartment crack. The keypad was not damaged and all the keypad buttons responded to presses appropriately. The keypad cover was removed and no internal keypad button contact defects were found. The device was opened and there was moisture present internally throughout the pump. Unrelated to the original complaint, the display was dim and discolored.